Event description:
Implant did not work as planned. Implant expanded prematurely during the surgery. No adverse pt consequence was reported.

Manufacturer narrative:
Technical discussion between the manufacturer and the sales representative concluded that the implant probably didn't expand correctly during the surgery due to a bad temperature management from the surgeon. Historical data analysis permitted to confirm the batch was conform to memometal specification. Therefore, the root cause of this event is likely user error. As instructed by (B)(4) on (B)(4) 2011. MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.